Event description:
It was reported that the patient had issues with charging. The device was originally implanted in front, but was re-implanted in her back. The patient stated that she was only getting 4 bars when charging, and pressure was applied to get those 4 bars. The patient added that the implant had not healed yet, and that her device is not positioned correctly yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399960 lot# v015092 serial# implanted: 2008-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708140 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension. (B)(4).